Event description:
Additional information was received that reported the severity of the leak or regurgitation as moderate. It was further noted that r e-operation may be considered in the future depending on the degree of regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. H.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 19mm aortic bioprosthetic valve, it was reported that the valve leaflet appeared taut and raised at 135 degrees, and the other valve leaflets were moving downward. It was further noted that the hole in the center of the valve was larger than usual. Implantation was performed per usual. After implant, ultrasound was performed anddiscovered poor leaflet movement and central leak. The aorta was re-opened and the leaflet seemed distorted, however no other abnormalities were found. After patient closure, ultrasound discovered the central leak to have improved a little. The operation was then completed successfully. No additional adverse patient effects were reported.